Event description:
It was reported that the patient states that 2 drain bags from order had kinks in them. Caused urine backup, infection and hospitalization got uti. She states she cannot look in the additional bags because they are sterile so she wont be able to see if additional bags have kinks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.